Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clip was not formed properly. Another like device was used to complete the case. No adverse pt consequence was reported.